Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported movement of device occurred. The patient had a 30mm watchman® laa closure device implanted successfully with a complete seal in (B)(6) 2015. The patient had a follow up transesophageal echocardiogram (tee) in (B)(6) 2015 that showed the device was in a different position. It was still in the laa, but moved proximally from the original position. The device still had a complete seal. The patient was fine and remained on coumadin. They will return in six weeks for another tee.